Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's patient controller (pc) was displaying the ¿replace generator soon¿ message indicating that the device is approaching its end of life. The device is providing therapy.

Event description:
It was reported that the patient's scs ipg had reached its end of life and would no longer communicate with external devices or provide therapy. In turn, the patient underwent surgical intervention on (B)(6) 2020 wherein the scs ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The event of ipg explant/replacement due to ipg reaching end of service was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.